Event description:
Pt admitted to hosp for removal of ruptured right breast implant secondary to acute onset of hardening, pain, burning in right breast. Original implants placed 1989-bilumen saline outside and silicone inside. Pathology report noted pin hole fenestration in right breast implant and an intact left breast implant.